Manufacturer narrative:
Per tandem user guide: tap stop after 3 drops of insulin are seen at the end of the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 554 mg/dl. System check by tandem technical support verified that the customer did not properly complete fill tubing stage. The customer acknowledged that the fill tubing sequence was not completed. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.